Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21230. It was reported the patient experienced loss of stimulation. Diagnostic testing revealed invalid contacts on both leads. Reprogramming was unsuccessful in restoring effective stimulation. X-rays confirmed the right lead had migrated. Surgical intervention will take place to address the issue. The exact implant date of the concomitant extensions and anchor is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21230. Follow-up identified pre-operative x-rays indicated the right and left lead had migrated. Surgical intervention was undertaken during which time intra-operative testing of the entire system was performed. It was determined invalid impedances persisted when the leads, extension and ipg were connected as a system. Subsequently, the physician elected to explant and replace the entire system which resolved the issue.